Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment of the backlight required repair. Analysis did note the c277 was damaged on the main printed circuit board, the battery drawer stuck, the shorting bar was not fully inserted into the battery drawer, the output connector nuts were discolored and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair of the backlight. The epg was returned. There was no patient involvement.